Event description:
Chief perfusionist describes the situation during a phone call on (B)(6) as follows: complicated, long, dynamic aortic case. Team exhausted. External surgeon running the case is used to different protocols than the ones locally used. During the case an additional sucker was requested. The perfusionist mounted the additional sucker into an existing extra-pump on the cheltenham frame. Unfortunately the tube was inserted into the raceway the wrong way round. The surgeon did not test the sucker, inserted into an aortic graft and ordered to start the suction. Air was pumped into the patient who unfortunately did not survive this incident.

Manufacturer narrative:
It was an accidental mistake due to human error. Disposable tubing was loaded in the opposite way in the roller pump and was not tested before use. The event was not caused by any product defect or missing risk controls.